Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Fracture of a symphysis plate. Patient was in pain. Implant had to be removed.

Manufacturer narrative:
The reported event that curved pelvic plate, radius 108 holes 10 length 154.5mm for screws ø3.5/4.5mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The failure was caused by a possible unknown patient incident. Nefertheless, more detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. The device inspection revealed the following: the returned curved pelvic plate is indeed completely broken off as complaint. The investigation using the microscope shows clearly the appearance of a forced rupture which has been evident. The fracture surface reveals predominant proportions of forced rupture of a fatigue breakage to some extent. The root cause of the failure was one or repeated powerful dynamically overload of the fracture area of the plate prior to bone consolidation. Indications for material or manufacturing related issues were not found in this investigation. Possible unknown patient incident? A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Fracture of a symphysis plate. Patient was in pain. Implant had to be removed.